Event description:
Infant presented with a non-functioning external jugular double lumen broviac catheter that was inserted two years ago. The patient completed chemotherapy, and the oncology service requested removal of the cook double lumen catheter. The patient was taken to the operating room for simple removal of the cook double lumen catheter, at which time it was noted to be embedded and unable to be withdrawn from the vein. Despite attempts with the assistance of interventional radiology, the catheter was unable to be removed at that time. The catheter was then amputated close to its skin incision site, and placed in the subcutaneous pocket. The patient was rescheduled for a second attempt at removal with the assistance of both interventional radiology, and the cardiothoracic team standing by. The patient was subsequently taken to the operating room for a second attempt at removal of the catheter. The incision at the insertion site on the neck was opened, and the residual catheter was retrieved. The catheter was inspected, and noted to be densely adherent. With gentle dissection at the external jugular vein, the vein was identified. Two glide wires were then passed through the lumens of the catheter with the assistance of fluoroscopy. The positions were confirmed tracking down the inferior vena cava. Using a series of sheath dilators, attempts were made to free up the catheter from its entrapped position, which appeared to be at the subclavian external jugular junction. Multiple attempts with a variety of sizes, including #8 cook catheters, as well a ureteral dilating catheters, were tried under fluoroscopic guidance repeatedly without the ability to mobilize the catheter. At this point interventional radiology was requested. He came and was available for groin cannulation. The right groin was then cannulated. Venipuncture was performed, and a wire was passed under fluoroscopic guidance. The position was confirmed in the superior vena cava. A sheath dilator was then passed over the wire, and an interventional snare was then passed through the wire. The wires from the catheter were then grasped past the snare, and the sheath was advanced up to the level of the catheter through the superior vena into the subclavian vein. Multiple attempts from above to free up the sheath were unsuccessful.at this point, the catheter was then approached from above. Frontal traction was placed on the catheter. Manipulating, disrupting, and breaking the catheter eventually delivered the catheter from its entrapped point at the junction of the external jugular and the subclavian vein. The catheter was removed. Subsequently, the sheath and snare were removed with the distal portion of the catheter. The catheter was then removed from the field. Both pieces of the catheter were inspected, and noted to be adjacent segments.